Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic amplitude. The patient was dancing at the time of inappropriate shock. Technical services discussed some programming options. The shock occurred in the primary sensing vector so the clinic will program the sensing vector to primary. There were no additional adverse patient effects. The system remains implanted.